Event description:
It was reported that the transesophageal x8-2t transducer had strain relief damage on the cable and failed electrical safety testing. The transducer was associated with the epiq cvxi ultrasound system at the customer¿s site. The issue was discovered outside of clinical use, during the transducer cleaning process. No patient or user was harmed as a result of the issue. A replacement x8-2t transducer was sent to the customer to resolve their immediate concerns. Philips has started an investigation, and upon completion, a follow up report will be submitted.